Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. The insulin pump keypad do not always respond and are hard to press. Customer also reported diminished battery life and slower during rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.